Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device cut but did not staple. It was not reported how the procedure was completed. There were no adverse consequences for the pt.